Event description:
It was reported the sponge came out from a minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter for evaluation, but analysis has not yet been completed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Inspection confirmed that the mini cap sponge had come out of the mini cap. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.